Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
On 03/25/2026, it was reported by (B)(6) from (B)(6) that a 34 year old, male patient stated that the "bottom tight-fit mouth guard has been coming loose while I sleep". One night the device actually slipped out and the patient awoke after biting it. The patient also stated that the backside of the lower mouth guard has started to crack. A remake of the device has been submitted and the patient was asked to return the device. No harm was caused to the patient no outside clinical evaluation was sought.